Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a laryngospasm during cardiac resynchronization therapy defibrillator (crt-d) system implant. The patient required urgent intubation and persistent oxygen post-intubation. A chest x-ray was taken with concern for aspiration. Th e patient was started on antibiotics for suspected aspiration pneumonia. The patient's requirement for oxygen improved and the patient was sent home with oxygen as needed to resolve. The system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. It was further reported that the issues was related to the anesthesia prior to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a laryngospasm during cardiac resynchronization therapy defibrillator (crt-d) system implant. The patient required urgent intubation and persistent oxygen post-intubation. A chest x-ray was taken with concern for aspiration. Th e patient was started on antibiotics for suspected aspiration pneumonia. The patient's requirement for oxygen improved and the patient was sent home with oxygen as needed to resolve. The system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.